Manufacturer narrative:
H6: investigation summary bd received one (1) sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) embedded in the cap was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm embedded in the cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issue was found in tube: dirty cap x1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issue was found in tube: dirty cap x1.